Event description:
Tap - it was reported that 215 days after implantation of a 2.5x24 mm taxus express2 drug eluting stent, an in-stent restenosis occurred. During the initial procedure, a 70-80% stenotic lesion was located in the mid left anterior descending (lad) artery. The vessel was reported to be tortuous. After pre-dilation with a 2.0x20 mm maverick balloon, a 2.5x24 mm taxus stent was deployed to 10 atms in the lesion. Post-intervention results were reported as "10% residual stenosis, no dissection, and normal timi grade iii distal flow." Angiomax was using during the procedure. Following the procedure, the patient was placed on aspirin and plavix and continued on cardiac medications. No information was reported concerning patient complications. The patient presented 215 days after the initial procedure with an in-stent restenosis in the proximal lad and unstable angina. The lesion was predilated using a 2.5x11 mm nc stormer balloon inflated to 16 atms for 15 seconds and then 5 seconds. A 2.5x 20 mm taxus stent was deployed to 18 atms for 25 seconds. A post-intervention percent stenosis was not reported. Complications associated from the procedure was reported as "no complications."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. Should further relevant information become available, a supplemental medwatch report will be filed.